Event description:
The patient reported that in 2009, she changed the infusion set at 6:00pm, and at 8:00pm, she bolused for dinner. At 9:30pm, her blood glucose was elevated and she bolused through the infusion device. The following day at 12:30am, she woke up and felt sick and she vomited. She attempted to bolus through the infusion device but found it was "dead". She injected insulin via syringe to lower her blood glucose. She changed the battery of the infusion device and her blood glucose continued to be elevated. She programmed a temporary basal rate increase and 4 hours later, she received an alarm that the temporary basal rate had ended, and the infusion device went "dead" again. She switched to her backup infusion device. Her normal blood glucose level is 80 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.